Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient became hypoxic with lactic up to 4.9. They were able to be re-intubated for airway protection. The patient became extensively hypotensive prior to intubation and was started on levophed, vasopressin, and epinephrine drops. These drops were maxed out and the patient remained hypotensive. The patient was in ventricular tachycardia with heart rate in 160s. Amiodarone bolus was given. The left ventricular assist device (lvad) had continuous low flows with flows below 1.0. Despite all measures, the patient's hemodynamics did not respond. They were given no hemodynamic improvement, and their heart rate was in the 50s. Flows were less than 0.5 consistently. All measures were stopped, and the patient was pronounced deceased at 17:32. The lvad was turned off and disconnected.

Manufacturer narrative:
Section b1 correction manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were provided. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, respiratory failure, and death, which may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. The IFU also lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.